Event description:
A user reported an incident of diabetic ketoacidosis (dka) which required admission to the hospital. Following a meal, after a change of pump and infusion set, the user noticed increased blood glucose levels. The user began to exhibit signs of dka (vomiting and nausea), delivered boluses with the pump, and was subsequently transported to the hospital. The initial report cited a bent cannula as a possible cause for insulin delivery issue.

Manufacturer narrative:
No infusion set or cannula was returned for analysis. Review of the control module history log shows no pump errors on the event date of (B)(6) 2015. A review of the manufacturing records for the pump confirmed the device met all specifications upon release to market. Review of shipping records confirmed the returned device was sent to the user in (B)(4) 2014. The elevated blood glucose level attributed to a bent cannula or pump error could not be confirmed.